Event description:
It was reported that a patient underwent a cystectomy procedure on (B)(6) 2025 and suture was used. After the extraction of teeth 12, 13, and 21 with cystectomy, the needle broke off the thread after penetrating the mucosal suture. This happened several times with this batch. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 9/26/2025. H6: component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: were there any unexpected outcomes or complications resulting from the prolonged surgery time? As already answered in the form: no. Was additional dissection required in other organs/tissues other than the target tissue? As already answered in the form: no. Did the needles fall into the patient? No - needle was in the needle holder when it came off the thread. If yes, was the needle piece(s) retrieved during the same procedure? As already answered in the form: no fragments. Were x-rays taken to locate the needle piece(s)? As already answered in the form: no x-ray. What measures were taken to retrieve the broken piece? As already answered in the form: no. Was there any additional tissue damage as a result of searching for the needle piece? As already answered in the form: no. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq surgeon: dr. (B)(6). The following information was reported: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 5, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? No, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study: unknown. A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/16/2025. Corrected information: h6 investigational coding. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/20/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Two boxes with a total of eighty representative unopened samples were received for analysis. Product code v230h. Upon initial inspection of the samples, no external damages were observed on the external packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The tip and body of the needles were examined under magnification and no defects or needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. To complement this assessment, one photo was provided that visually documented an empty labeled winding former and a broken needle at the swage area and a part of the needle was noted to be attached to the suture. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.